Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. The commander delivery system was not returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the most likely cause of the delivery system balloon burst was severe calcification in the lvot. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a tf tavr case the delivery system balloon burst during deployment of the 26mm s3 valve. An effusion was noted post-implant and a pericardiocentesis was performed with a pericardial window in preparation for chest tube insertion. Of note, severe lvot calcification was present. Additional information was received, the suspected root cause of the effusion was an annular rupture due to calcification in the lvot. Additionally, the calcification most likely caused the balloon burst as well. There was no indication the balloon burst caused the effusion. The patient had open heart surgery on the day of tavr and the chest was never closed. The patient was moved to the ICU that evening. Dic occurred and the patient passed away on (B)(6) 2020.

Event description:
Holdvd 06-05

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10446.